Event description:
The patient contacted animas on (B)(4) 2013 reporting blood glucose levels up to 360 mg/dl with nausea, thirst, and confusion. The patient indicated that it was not uncommon for blood glucose levels to be elevated to hi on the meter (over 600 mg/dl). No troubleshooting of the pump was able to be completed due to an unrelated display issue. The patient was advised to use a back up treatment plan until the pump can be replaced. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: a review of the black box shows a ¿replace cartridge¿ alarm on (B)(6) 2013 at 01:31. The alarm was confirmed at 06:58; deliveries were not resumed. No alarms related to the complaint were noted in the alarm history; only typical usage was observed. The basal and boluses add up properly to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully completed a 29 hour flow accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. A replace cartridge alarm was reproduced for the investigation; the pump gave the appropriate vibration and displayed the correct message on the screen. No defect was found on investigation.